Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in both the rv and the ra setscrew seal plugs. Next, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ventricular and atrial channels was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Boston scientific received information that during the initial implant of this implantable cardioverter defibrillator (ICD), noise and oversensing were noted on both the right atrial (ra) and right ventricular (rv) leads during pocket closure. The ICD was removed and the ports and terminal pins were cleaned. The leads were reconnected and noise was still noted on the atrial lead. The ICD was removed and replaced. It was never in service. No adverse patient effects were reported.